Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted.

Event description:
On (B)(6) 2025, the patient called inogen, to report that her concentrator was not keeping her levels up. Patient stated that due to this they had to be hospitalized multiple times. Ingoen, tried to reach patient on three different occasions and was unsuccessful reaching patient to get full details about the incident.